Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapse and flail of the posterior leaflet for a mitraclip procedure. The pre-procedure mitral pressure gradient (mpg) was 2mmhg. A total of 4 clips were implanted. The mpg was 6mmhg. A 5th clip was placed on the valve, but the mpg had risen to 10-11mmhg. The clip was removed, and the mpg returned to 6mmhg. There were no adverse patient effects caused by the transient elevated gradient. The procedure was discontinued and the mr was reduced to grade 2-3. Post-procedural, the mpg was 7-8mmhg and considered a clinically significant mitral stenosis.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis was unable to be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.